Manufacturer narrative:
It was reported that the front casters are broken. The shower commode was being used as intended and is now wobbly. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the front casters are broken. The shower commode was being used as intended and is now wobbly.